Event description:
On (B)(6) 2011 patient reported that insulin is coming through the insulin cartridge and leaking into the infusion device. Patient stated this has been occurring for the last 2 days. Patient reported insulin has spilled in the cartridge chamber of both infusion devices. Patient stated he has reused insulin cartridges in the past but this one had not been reused. Patient reported "a decent amount" of insulin in the chamber when the cartridge is removed; exact amount is not known. Patient stated he switched to the backup infusion device and inserted an insulin cartridge from the same box and the same thing is happening. Patient reported he retrieved a cartridge from a different box, but same lot number and the cartridge from that box is also leaking. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.